Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard administration set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that about the two events below. 1. Patient's IV had come apart and found a pool of blood in the patient's bed. 2. IV had come apart with one open end in the floor and the other end dripping a large pool of blood on the floor.

Manufacturer narrative:
The customer reported IV set came apart, and returned three unopened samples and a photo of material mx4452, lots 24119120, 25029239, and 25039296. Upon initial visual examination, the physical sets had no defects or abnormalities. The photo verified the complaint of leakage, and showed that the leakage occurred at the luer connection of the tubing and the inlet of the first stopcock. The three physical sets were all infused with water by gravity, and the connections tested. There was no issues found on the sets, and the luer connection at the stopcock was watertight. A device history record review was performed. There were no quality notifications issued for the failure mode, for either of the three reported lots, reported by the customer during the production build of this set. The root cause for the connection issues/leakage could not be determined without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.